Manufacturer narrative:
(B)(6).

Event description:
Patient admitted for fall, upon admission found to have elevated ldh. Positive ramp study on (B)(6) 2015. Ldh continued to rise over the weekend. Patient was transferred to cvicu with elevated ldh, elevated cr and respiratory distress.